Event description:
Customer stated that the insulin pump displayed an error message, and after installing a new battery, the screen went blank. Customer reported that the day before, there was a continuous, loud, beeping noise coming from the insulin pump. Blood glucose level was 318 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was stuck on full segment display screen due to poor solder joint on the display board. No blank display or constant tone were noted. No error could be confirmed due to the stuck screen. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.